Event description:
The customer reported scope connecting section was looser compared to other camera heads, causing the scope to move during reprocessing involving an olympus autoclavable camera head. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.